Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) batteries is not charging. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer(fse) was not dispatched to evaluate the iabp unit as the issue was able to be resolved with the customer over the phone. The fse asked the customer if the unit was engaged into the cart and it was not. The fse had them engage the cardiosave console into the cart and verify that it was latched, it engaged properly. The unit started to charge. The fse suggested keeping the unit in biomed until it finished charging. The fse checked back the following day and the batteries were fully charged, and was operating normally.

Event description:
N/a.